Event description:
Customer contacted ameda, inc. On (B)(6) 2015, to report battery fluid leaked inside the battery compartment while using the purely yours breast pump on battery power. Customer states she heard a crackling sound from the battery compartment, stopped pumping and looked inside where she found leaking battery fluid. Customer states she was not burned since the fluid stayed contained inside the compartment.

Manufacturer narrative:
The returned product was tested by ameda engineering protocol to determine whether the allegations of leaking fluid could b confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark gray substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting, or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.